Manufacturer narrative:
Date of event: (B)(6). Date of report: 26aug2019. Customer reporter error code. Unit goes vent inoperable when power up in ventilation mode. In diagnostic mode it will operate for a while before going vent inoperable. While in diagnostic mode, hardware screen, the air and o2 are set to 66 and 64 respectively. Air flow = 70, o2 flow = 54, exhalation flow = 42 with the blower turned off, the patient circuit disconnected and no o2 connected. Air and o2 position = error, exhalation position = 0. Oxygen sensor = 51% with no external o2 sensor connected. Suggested replacement of the analog pcb then the sensor pcb if needed. Troubleshooting with customer support customer was advised to replace the analog pcb. Customer has ordered the analog pcb. Update: philips service rep followed up with customer. Customer has decided not to repair this unit and has retired it. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported the exhalation accuracy test failed. There was no patient involvement.